Event description:
It was reported that prior to the procedure, "there is a human hair inside the sterile packaging." The procedure was completed successfully using another readily available device with no reported surgical delay. There was no medical intervention required and no consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) in the original, sealed packaging. Visual inspection of the device revealed a hair in the packaging, confirming the complaint. The root cause for the reported event may be contributed to an inspection error prior to release from sss. The reported event is not occurring more frequently or with greater severity that is usual for this device.